Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set could not connect tightly with the titanium adapter during peritoneal dialysis therapy. The transfer set was exchanged for a new one to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with naked eye noted that a deformed patient adaptor (internal flash). Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. During integrity testing, the connection between the patient adaptor and the in-lab titanium adaptor was within the torque inch pound requirement; however, the patient adaptor could not be fully seated on to the in-lab titanium adaptor due to the deformation (internal flash) on the patient adaptor. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.